Event description:
Purchased a bed-wetting alarm for my (B)(6) daughter. Inserted batteries at night and set it up correctly as per instructions. My daughter was laying in bed and when I went in 10 minutes later, the alarm made a hissing sound and started to melt. Fortunately my daughter was wearing a thick sweater. The alarm back melted and burnt the front of the sweater. This is a dangerous product. No issue with batteries. Just a faulty inferior quality product.